Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 23 mm: vessel tortuousity was reported to be minimal. The patient has a history of coronary artery disease, diabetes, and hypertension. No complications were reported during the implant procedure, and final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. It was reported that the patient was heparinized during the implant procedure. Three weeks later, the patient presented with leg pain. It was reported that the right common iliac artery was occluded, but the right external and internal iliac arteries were filling from collateral arteries from the left side. No evidence of irregularities was reported in the stent graft, but it was completely occluded to the top of the flow divider. A femoral-femoral bypass was performed. No clinical sequelae were reported, and the patient is reported to be fine.